Manufacturer narrative:
The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 41mm proximal of the distal tip bond. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and tactile examination identified no damage or kinks on the shaft of the device. A visual and microscopic examination of the tip and markerbands identified no damage or any issues that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vein. A 18-4/5.8/75 and a 16-6/5.8/75 xxl esophageal balloons were advanced for dilatation. However, during inflations, the balloons ruptured. The procedure was completed with a different device. No patient complications were reported and the patient was fine.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vein. A 18-4/5.8/75 and a 16-6/5.8/75 xxl esophageal balloons were advanced for dilatation. However, during inflations, the balloons ruptured. The procedure was completed with a different device. No patient complications were reported and the patient was fine.